Manufacturer narrative:
The initial decision to report was incorrect, resulting in the initial report being submitted in error. The event involving the ophthalmic system, which displayed the system message 'vitrectomy cutting disabled,' along with vitrectomy unavailable was incorrectly reported as indicating that a vitrectomy itself was unavailable. Hence, no further reports will be scheduled under 2028159-2024-01029. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during calibration, vitrectomy unavailable and system message displayed in an ophthalmic system. This complaint is pertaining the two of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.